Event description:
An aurora biliary stent was implanted into a patient for the treatment of a superficial femoral artery lesion. It was reported that the stent was deployed. Upon removal of the delivery system it was noticed that the delivery system was being pulled out of the patient, however, the marker bands on the inner member did not move. The delivery system was removed from the patient, the inner member was detached from the delivery system. The physician was able to back the device out of the patient with the guide wire and guide catheter as one unit. The patient was reported to be fine. Medtronic has received the device and its evaluation is pending.